Manufacturer narrative:
A sample device was not returned for analysis. The lens remain implanted in the patient's eye. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A lead ophthalmic nurse reported that during intraocular lens (iol) implantation procedure, after implanting a tiny chip was noted on the optic rim. The defect observed was determined not to be of visual significance. Therefore, the lens was left in place and not explanted. Additional information was requested, but no further information is available.